Manufacturer narrative:
The customer has not responded to multiple follow-up attempts. At this time no further action can be taken. The trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
No CAPA is required since there is no non-conformance. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that two days after a vaser liposuction treatment the patient had skin necrosis on the upper abdominal area. The doctor believes that this was irrelevant to the vaser and that it has to do with a genetic angio/vessel problem of the patient in combination with the cannula (v-dissector) used for the liposuction. The doctor treated the skin necrosis as he should have and there were no concerns or complaints from the doctor's side or from the patient side.